Event description:
Pt was being transferred from bed to wheelchair with maxilift when the strap supporting the legs broke. The left support broke first, shifting weight to the right support. Pt fell approximately 3 1/2 ft. Striking floor with left side of body and head. He sustained a laceration to back left side of head requiring stitches, was sent to hosp for x-ray and it was determined on 1/18/1998 that he had suffered a cerebral hematoma. On 1/20/1998- hosp notified nursing home that pt had a broken left hip.